Manufacturer narrative:
D9: date returned to mfg.: 12/15/2025. H3 and h6. Codes: updated. Device evaluation: received one (1) used tracheal tube clear murphy eyesoft-seal cuff. As received, there was no physical damage or other anomalies observed. To replicate clinical use, the tracheal tube was filled with air using an ICU medical provided syringe. The cuff inflated successfully but showed signs of deflation after one minute. The trach was checked for leaks by submerging it in water as per manufacturing procedure. A leak was observed at the proximal weld of the cuff and the trach body. No leaks were observed from the inflation line or pilot balloon. The complaint of leakage can be confirmed. The probable cause is due to an inconsistent weld around the tubing. A device history record review could not be performed as the lot number was unknown.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tube was leaking air from the cuff-tube joint rather than the cuff or pilot line/balloon which is far more common. The leak was identified to be coming from the point where proximal end of cuff is bonded to the tube. The endotracheal tube (ett) was insitu in trachea when a significant leak was detected, and product was exchanged for another ett. Upon examination a leak was observed at the cuff tube joint. There was patient involvement, but no patient harm reported.